Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A baxter representative visited the site and determined that the issue was due to use error; the staff was retrained on the proper technique. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link IV connector¿s valve was coming off the facility¿s stopcock. The customer reported luer locking the injection site to the stopcock, and then the set disconnected. This occurred while the set was connected to the patient during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.